Manufacturer narrative:
Investigation summary:review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. As received, the fixation mechanism operated as specified. All electrical measurements performed revealed that the electrical conductivity of the inner and outer lines was conform to specifications, as well as adequate insulation between electrical lines on each part of the lead. Based on the investigation performed at microport crm expertise site, a lead malfunction is not suspected to be the cause of the reported issue. The hypothesis that may explain the reported issue could be attributable to external factors, independent of the lead characteristics, such as the position of the lead tip or the patient's physiology. Such factors are well-known potential complications associated to such implantable devices that are discussed in the device instructions-for-use and published literature. The results of this investigation are retained and used for trending purposes. Please refer to the attached report.

Event description:
The physician positioned the lead, but the threshold was higher than 2 v. The doctor tried several positions and waited a few minutes, but the threshold was still above 2v. A non-microport lead was taken and the threshold was below 1v on the first attempt.

Event description:
The physician positioned the lead, but the threshold was higher than 2 v. The doctor tried several positions and waited a few minutes, but the threshold was still above 2v. A non-microport lead was taken and the threshold was below 1v on the first attempt.